Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. During morcellation of the uterus, a grinding noise was heard from the device. Eventually, the morcellation totally stopped. A new handpiece was used and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.